Event description:
On (B)(4) 2012 the lay user/patient contacted lifescan from the united states alleging that their onetouch verio iq meter was reading inaccurately erratic when performing back to back blood glucose tests. The patient claimed that they obtained blood glucose results of "160 and 120 mg/dl" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient denied developing symptoms or receiving medical intervention due to the alleged issue. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, their complaint is being reported as a malfunction because the two results being compared exceed lifescan's specifications for precision testing.